Manufacturer narrative:
(B)(4): evaluation:conclusion - based on the complaint information, we were unable to confirm this complaint. The product has yet to be returned. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product confirmed the tip of the cartridge was split , the optic was torn in half and a haptic was bent. There as a clear surgical residue on the devices. (B)(4).

Event description:
The customer reported the tip of the cartridge split and the aq2010v three piece silicone lens got stuck during injection. There was no patient contact. Customer stated there was an issue with the cartridges.